Event description:
Leaves cotton inside vagina foreign body in reproductive tract. Cotton inside - from tampon device breakage. Leaves cotton inside vagina when removed complication of device removal. Case description: consumer reported via e-mail that tampons leave cotton inside when removed. No serious injury reported.

Event description:
Leaves cotton inside vagina [foreign body in reproductive tract] cotton inside - from tampon [device breakage] leaves cotton inside vagina when removed [complication of device removal] cause traced to device design [product design issue] case narrative: consumer reported via e-mail that tampons leave cotton inside when removed. No serious injury reported.